Event description:
While flushing a 3.0 x 23mm cypher stent, prior to use, the physician confirmed that the stent was flared at the distal end. Therefore, the product was replaced with another cypher and the procedure was completed. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.